Event description:
According to the reporter, during a coelio, after passing three needles through the trocar, a gray plastic washer was discovered in the patient's abdomen. Grey plastic that was part of the 10mm trocar was recovered and retrieved from the patient's abdomen. There was a slight extension of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a coelio hysterectomy, after passing three needles through the trocar, a gray plastic (seal) washer was discovered in the patient's abdomen. Grey plastic that was part of the 10mm trocar was recovered and retrieved from the patient's abdomen. There was a slight extension of the procedure but not more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.